Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Reportedly, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer administered a manual insulin injection to treat the bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.